Event description:
Report received from the us stating that the device had hose damaged. It is known that this event did not occur during surgery however, it is unk if there was patient/user injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).